Event description:
During a drainage placement, the radiopaque band separated from the catheter and migrated into the pt. The physician elected to leave the band in the pt as he thought that it would not harm the pt.